Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was surgically abandoned and no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.